Event description:
It was reported to nova biomedical that a consumer received a "hi" (greater than 600 mg/dl) for a blood glucose reading both at bedtime and upon waking the following day when in actuality she was experiencing a hypoglycemic event requiring medical intervention. It is unclear whether any insulin intervention occurred after either of the blood glucose readings. Per the consumer's daughter, no control solution testing was done on the vial of test strips before use as outlined in nova's directions for use. Post event, the vial was tested with control solutions and the test result showed the integrity of the test strips were compromised. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.